Event description:
The distal male luer connector of the carefusion primary IV administration tubing set was connected to a central venous catheter via a maxplus needle-free valve. The nurse turned away for a moment to pick up something and when she turned back, the tubing was disconnected from the valve. Nursing staff reports having multiple occurrences of IV tubing and blood collection devices spontaneously disconnecting from the maxplus valves.